Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2003; 419378 lead, implanted (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead had dislodged. A high capture threshold was noted but the lead was still sensing appropriately. The lead was explanted and replaced. No patient complications have been reported as a result of this event.